Event description:
It was reported that subject device has faulty blurred purple image. The issue occurred during preparation for a therapeutic laparoscopic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed and determined the following cause: the video cable is broken and therefore stripes in image occur (image fault blurred purple). Based on the results of the investigation, the reported issue was confirmed and found to be attributed to faulty cable, attributed to component failure. The root cause of the faulty cable cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device has faulty blurred purple image. There were no reports of patient harm.